Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that after the switch was on, the central control monitor (ccm) showed "press <esc> for diagnostic screen, or <f2> for setup". There were no reported adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.